Manufacturer narrative:
Other applicable components are: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was experiencing pain and discomfort from the wire rubbing over her hip bone. The patient had their last battery replaced due to normal battery depletion but the wires were left in. The patient reported that their healthcare professional was going to try cortisone injections. The patient asked if the device could be programmed to cover her hip pain. It was noted that bending and moving caused the wire to slide and cause pain. The patient was directed to follow up with their healthcare professional and a representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp). It was reported that the cause of the pain from the wire rubbing the patients hip bone was not determined. The hcp will send the patient to neuro surgeon to relocate the battery. The patients pain has not been resolved.